Event description:
It was reported the patient had surgery by another practice and the leads moved. The leads were dislodged and not ¿functioning correctly.¿ the leads were surgically repositioned and it was noted the event resolved without sequela on (B)(6) 2010.

Manufacturer narrative:
Concomitant medical products: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).